Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no deliver. Customer's blood glucose was 514 mg/dl. Troubleshooting was performed and insulin didn't exit during fixed prime. Customer was advised to remove the cannula and it wasn't bent but it did have blood around the cannula. Customer declined to perform an additional fixed prime to test if the site might be occluded. The device is not being returned for analysis.